Event description:
Customer reported inserting a new fs navigator sensor in 2009. On the morning of the third day, she reported receiving cgm readings of 300 mg/dl and injected herself with 2 units of insulin based on the cgm readings and went shopping. While walking she received an alarm on the navigator, checked it and observed a "high glucose alarm" reading 216 mg/dl. A few minutes later she stated she felt "bad", stopped walking, lost consciousness and fell to the ground. She was transported to a local hospital via ambulance and she reported an hcp meter reading of 35 mg/dl. It is not reported how long after the medical event occurred that the hcp meter reading was obtained. Customer reported receiving a CT scan at the hospital. A follow-up call to customer confirmed she did recall receiving intravenous fluids (solution unknown) in "both arms" and although not certain, customer's spouse thinks she was diagnosed with hypoglycemia. No other treatment was reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for investigation and a final report will be submitted when the investigation is complete. Freestyle navigator user instructions direct customers to use the built-in fs blood glucose meter to conduct finger stick testing when glucose levels are falling rapidly, as continuous glucose results from the fs navigator may be higher than blood glucose levels during these circumstances. Customers are also directed to use the built-in fs blood glucose meter to conduct finger-stick testing to check the fs navigator readings to confirm hypoglycemia or impending hypoglycemia or if symptoms do not match the fs navigator reading.